Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from the light guide (lg)-connector. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus service center found in addition to b5, the forceps channel port has corrosion, the air/water and scope cylinder has a scratch, the grip, switch box, right/left knob, up/down knob, control unit, scope connector cover has discoloration, due to clogging of the nozzle, no water is fed, due to wear on angle wire, angulation skips during angulation in right/left directions, due to a crack on light guide connector, water tightness is lost and the video connector case has discoloration and a scratch. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the colonovideoscope due to the nozzle clogging. The facility stated the event was found during preparation for use. There was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the nozzle was clogged with foreign material and the plastic distal end cover was found with foreign material which is most likely remains from previous procedures. This report is being submitted for the malfunction found during evaluation.